Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Manufacturer narrative:
Based on additional event details received (see below), 3500a was changed to an adverse event. Additional event details: on (B)(6) 2014, a medtronic representative reported that the estimated amount (mm) of the inaccuracy was about 3-4mm inferior. The issue extend the procedure time 60-90 min while the patient was anesthetized. The surgeon finished the procedure by completing an post-op spin which identified that some of the spine screws were not in an ideal position. The surgeon navigated with this current spin and re-positioned the screws. A medtronic representative reported that a potential cause of the reported event was that after observing the surgeon's setup/technique during a subsequent surgery, there could be an issue on how he positions the instruments as the spheres were not truly aligned to the camera. Therefore, causing the geometry of the instrument to fluctuate and not letting the instrument settle to determine actual position (real-time navigation). Medtronic representatives have completed multiple system check-outs and instrument sets testing, and everything navigated accurately and the system was found to be fully functional.

Manufacturer narrative:
As the probable cause for the reported event is use error, training was performed with the surgeon. No further subsequent issues reported since training performed.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged being inaccurate on one side of the spine, and accurate on the other side. No specific measurement was provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.